Manufacturer narrative:
(B)(4). The patient made a mistake and disconnected the patient line extension and replaced it during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient replaced the patient line extension during peritoneal dialysis therapy on the homechoice device. The patient was connected in fill. The technical service representative assisted the patient stop the therapy and explained proper procedure. The patient was going to complete the therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.